Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's blower assembly, blower bellows seal, blower mount, machine flow sensor, system board, outlet side panel, dual limb cup, proportional valve (aecm), 3-way solenoid valve, cooling fans, tubing-fio2, tubing-system board, tubing-blower chassis, tubing-low flow o2, and muffler assembly needs to be replaced. The device's all parts not replaced will require cleaning and software is the current version (1.05.06.00). The unit will require programming. The device's blower cap and chassis plate were also replaced due to contamination.

Manufacturer narrative:
H3 other text : device not return.